Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(4) displayed 'system error, out of service, revert to manual CPR' error message was re-confirmed during functional testing and archive data review. The root cause was due to the drive train motor brake assembly air gap was too wide. During visual inspection, a crack top cover at the lower corner on the patient's right-hand side and missing one shoulder screw, unrelated to the reported complaint. The damage top cover and missing shoulder screw were likely due to user mishandling. The top cover and shoulder screw were replaced to address these issues. Review of the archive data showed system error user advisory (ua) 139 (unable to hold compression position) error message; thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Thus, confirming the reported complaint. The investigation findings revealed that the drive train motor brake assembly air gap was too wide, measured at 0.011" out of the specification of (0.008" ± 0.001"). Performed drive train motor brake gap adjustment to remedy the reported error message. The brake gap was successfully re-adjusted to the specification of 0.08" ± .001". Following service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, customer reported that the autopulse platform (serial #(B)(4)displayed "system error, out of service, revert to manual CPR ". Crew tried clearing the error but without any success. Crew performed for approx. 30 to 40 minutes of manual CPR. No consequences or impact to patient.